Manufacturer narrative:
MDR 2517506-2019-00136 was filed on (B)(6) 2019. Additional information (29-mar-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (ctni) result. Hsc evaluated the information provided and the instrument data files. The level 1 quality control (qc) was still elevated with the new flex reagent cartridge but recovered within range when a new vial of qc was used. The issue was resolved by the customer discarding the reagent flex cartridge and qc vial and is now operating according to specifications. No product nonconformance was identified. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (ctni) patient result obtained on the dimension vista system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista system. The discordant result was reported to the physician(s). The same sample was reprocessed on two alternate siemens instruments and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.